Event description:
It was reported that the customer accidentally put formalin in the reprocessing machine instead of alcohol. The scopes were exposed to 10ml of 10% buffered formalin during high level disinfection (hld) in place of 70% isopropyl alcohol and were subsequently used on patients. The customer confirmed there have been no deaths or injuries including infection to any patient do to the incorrect reprocessing with formalin. At this time, there is no evidence that a life-threatening event occurred, that any patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.